Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the impedance trend on the rv (right ventricular) pacing lead was rising, and the pacing capture threshold in the rv (right ventricle) was elevated. The analyst noted the rv capture threshold has risen from 1.125 volts to greater than 2.5 volts. The rv capture threshold has consistently shown values greater than 2.5 volts. The rv pacing impedance measured 2413 ohms in a gradually rising trend that began increasing from 600-700 ohms. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing threshold of 5 volts and high impedance. A possible lead fracture is suspected. The physician is evaluating the situation and the rv lead remains in use. No patient complications have been reported as a result of this event.